Event description:
Reporter alleged obtaining the results of 17.1 mmol/l and 7.3 mmol/l back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. Caller states the strips were exposed to extreme temperature and humidity. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).